Manufacturer narrative:
Device not returned.

Event description:
It was reported that abnormal cardiac continuous output value was observed. Cardiac output value was about 14l/minute. No patient complications were reported.